Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a crack was observed in the tubing of an unknown access set. The event occurred during an infusion ocrevus. The infusion was stopped and the tubing was changed. No additional information is available.